Event description:
The patient was implanted with a left ventricular assist device. The surgeon reported that the patient presented to the hospital with his left arm flaccid and slurred speech. CT scan showed large right frontal hematoma with right to left shunt causing hemorrhagic stroke. The patient was transferred from the original hospital to another hospital deteriorating and intubated. The hospital performed an echo and were concerned of thrombus in the pump or a mechanical obstruction of inflow cannula against the septum. A current echo showed that the position of the inflow cannula was against the septum and av opening intermittently to all the time. When the heart pumps it pushes the inflow cannula against the septum (and during diastole there is no flow). The hospital is awaiting a family meeting to determine patient status and plan for possible pump exchange with inflow reposition or monitor the patient's signs and symptoms.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.